Event description:
A customer reported a malfunction on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer received third party assistance from their mother, who administered a correction injection (mdi) to address the elevated bg level. The pump was replaced to resolve the issue, and the customer will mdi as a backup therapy until the replacement arrives.